Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched." It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, "door not fully latched alarm." The eval found that the force required to secure the door with a loaded IV set was above expected levels due to cracked threaded insert bosses and raised threaded inserts, causing material separation between the front case and mechanical assembly, resulting in the reported symptom. The front case assembly was replaced.